Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 1mm proximal of the distal markerband and extending approximately 23mm proximally across the balloon material. As per specification, the rated burst pressure for this device is 24 atmospheres. A visual examination of the markerbands and the tip identified no issues. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 6.0 x40, 75cm gladiator elite balloon was advanced for dilatation. However, when the balloon was dilated for 9 atmospheres the pressure gauge did not respond and a balloon leak was suspected. Consequently, balloon burst was confirmed after withdrawal. The device was pulled out and the procedure was completed with another of the same device. No complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 6.0 x40, 75cm gladiator elite balloon was advanced for dilatation. However, when the balloon was dilated for 9 atmospheres the pressure gauge did not respond and a balloon leak was suspected. Consequently, balloon burst was confirmed after withdrawal. The device was pulled out and the procedure was completed with another of the same device. No complications reported and the patient was stable.